Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the ventilator alarmed and went vent inop due to a data acquisition pcb adc reference failure. The customer reported the device was in use on a pt, but there wa no pt harm reported.